Manufacturer narrative:
Concomitant medical products. Other relevant device(s) are: product ID: b i71000848r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that when booting system, the mobile viewing station (mvs) would boot to a certain point, but not fully. No patient present.